Event description:
A customer reported experiencing cgm error 42 with their pump. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the pump, instructing the customer to use a multiple daily injections (mdi) therapy as a backup to ensure insulin delivery was not interrupted.